Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator did not detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 catalog number removed, d4 primary UDI number updated. The g5 electrodes were not received at zoll medical corporation for evaluation. The log file from the device being used at the time of the failures was provided for review. The customer's report was observed during review of the device data logs. A higher resistance has been observed during an evaluation of other sets of the same lot. Analysis for reports of this type has not identified an increase in trend.